Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: investigation revealed that the pump powered pump on and the display screen was found to be blank and cracked. Unrelated to the complaint, the vibration motor was found to be unresponsive.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging a display (blank screen) issue. It was reported that the display screen had become blank after the pump had fallen and hit the floor the night before. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.